Manufacturer narrative:
The device in question, the ultraclean needle electrode with extended insulation, enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. The DHR, device history record, review showed that this device was confirmed by manufacturing documentation to have been produced according to manufacturer's specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The original device was returned regarding the end-user complaint stating, "while starting to use the electrosurgical cautery pencil the doctor noticed a flame come from the tip of the cautery pencil. The doctor immediately stopped and the pencil and cautery tip were removed from the surgical field". Updated information received (B)(4) 2013 informed conmed that the procedure was a tonsillectomy and there was inspire oxygen through the endotracheal tube. There could be multiple of possible cause of this failure mode. Safe and effective electrosurgery is dependent not only on the equipment design, but also on factors under control of the operator. It is important that the instructions supplied within the IFU, instructions for use, for this device be read, understood and followed, in order to ensure safe and effective use of the equipment. The IFU indicates that these devices should never be used when there is visible evidence of damage to the exterior of the device such as "cracked, broken, or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration ". Thus any device damage should be detectable prior to use. The procedure being performed at (B)(6) medical center was a tonsillectomy. Usually the safest delivery of oxygen to a patient during a tonsillectomy is done through a cuffed endotracheal tube. If the balloon on the endotracheal tube was not sufficiently inflated, or, if the balloon did not provide a 100% seal in the patient's trachea, or, if endotracheal tubes were not correctly attached forming a 100% seal to the anesthesia machine tubing, then the surgical site would present as an oxygen rich environment. The oxygen, along with flammable anesthetic gases if utilized, could possibly leak around the cuff of the endotracheal tube and create an oxygen-rich environment at the surgical site. Activation of the electrosurgical handpiece could result in a "flame" at the tip of the electrode within an oxygen-rich environment. The IFU, instructions for use, states that, "these devices should never be used when: - in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide, or in oxygen-enriched environments". Use of this device in an oxygen-enriched environment may have caused the "flame" experienced by the end-user facility. This incident may have resulted from the end-user of the device not fully following the IFU and operating the device within an oxygen-enriched environment. The returned device performed as expected without a "flame" at the tip of the device. Conmed quality engineers could not reproduce the reported incident. The complaint is confirmed due to the condition of the returned device - the tip of the insulation exhibits charring; however, the suspect device is not conclusively at fault for the incident, the incident has been determined most probably user-related. The complaint investigation has not identified a manufacturing or component defect and the resulting injury has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed.

Event description:
It was reported on medwatch # (B)(4), "while starting to use to electrosurgical cautery pencil, the doctor noticed a flame come from the tip of the cautery pencil. The doctor immediately stopped and the pencil and cautery tip were removed from the surgical field". The medwatch, received from the FDA on (B)(4) 2013, is conmed's first notification of this reported incident.

Manufacturer narrative:
The device has not yet been returned to conmed corporation for evaluation. We are communicating with boston medical center risk management department for the return of the device and additional information regarding the reported incident. A supplemental report will be filed when the quality engineering evaluation is completed. Device not yet returned to conmed corp.